Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of high blood results. Customer normally is 125-145mg/dl. Based on parkes error grid analysis, the bias between the highest result given as fasting (336) and the normal result (145) is located in zone c. No adverse event reported.